Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one of the green clip appliers broke apart while in use inside a patient's abdominal cavity. Additional information indicates that the patient is fine and has been discharged. No other intervention was required; the screw that fell out in the abdominal cavity was retrieved.

Event description:
It was reported that one of the green clip appliers broke apart while in use inside a patient's abdominal cavity. Additional information indicates that the patient is fine and has been discharged. No other intervention was required; the screw that fell out in the abdominal cavity was retrieved.

Manufacturer narrative:
Qn# (B)(4). Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. Prior to shipment, our instruments undergo a 100% functional inspection. If there had been any improperly inserted rivet, this would have been detected. As the draw rod ball of the insert is overstretched and strongly deformed, we suspect that it was damaged as a result of overstressing by applying massive pressure via the handle or as a result of improper use. No further measures will be initiated.